Event description:
It was reported to medtronic neurosurgery that when a syringe was being disconnected from the needleless injection site, the adhesive securing the injection site to the luer arm cracked and the injection site unscrewed. There was no patient involved in the event.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.